Manufacturer narrative:
No product sample was received for evaluation; therefore, visual and functional testing could not be performed. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device is 9 years old.

Event description:
It was reported that pumps constantly alarmed system advisory: battery communication timeout. The pumps were exchanged and the same error appeared on the replacement pumps. No patient injury was reported.